Event description:
A user facility reported to olympus that the light only appeared like narrow band imaging at system start and was not switching. In addition, error "e105" occurred. This report is submitted due to the malfunction of "e105" error. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was duplicated and failure of the led unit was noted. The evaluation assigned the cause of the e105 error to the connector plug of the led units and replacement of the connector plug was deemed necessary in order to resolve the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the customer error description could be confirmed. The concerned device had been manufactured before the design change was made. Therefore, error code e105 seems to have appeared due to defective design of fastening terminal. Before the design change was made, oxide film was generated in the fastening terminal and the connector of led unit, and after repeated use of the fastening terminal, contact resistance increases. As a result, it scorched and e105 occurred based on report. Other inspection findings were as follows: the front panel is broken and the chassis is bent. The video connector socket is worn out. The endoscope connector is heavily worn. The air pump is heavily contaminated by dust. The on/off switch needs to be modified. The device is very dusty and needs extensive cleaning. The software is outdated and needs to be updated. Olympus will continue to monitor field performance for this device.